Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy'), device breakage ('breakage'), device expulsion ('migration: migration of essure device: uterus'), embedded device ('left side essure coil was embedded') and abortion of ectopic pregnancy ('abortion of ectopic pregnancy') in an adult female patient who had essure (batch no: 50512939) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 3 (on (B)(6) 2000, on (B)(6) 2003, on (B)(6) 2010). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the ectopic pregnancy with contraceptive device, device breakage, embedded device and abortion of ectopic pregnancy outcome was unknown and the device expulsion had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abortion of ectopic pregnancy, device breakage, device expulsion, ectopic pregnancy with contraceptive device and embedded device to be related to essure. The reporter commented: discrepancy noted in date of insertion on (B)(6) 2010. Patient received treatment for events-migration. Date(s) of insertion: on (B)(6) 2010 ( discrepancy noted as per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011: total bilateral occlusion. Lot number: 50512939, manufacturing date: 2010-06, expiration date: 2013-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy'), device breakage ('breakage'), device expulsion ('migration: migration of essure device: uterus'), embedded device ('left side essure coil was embedded') and abortion of ectopic pregnancy ('abortion of ectopic pregnancy') in an adult female patient who had essure (batch no. 50512939) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 3 (27-sep-2000, 12-jan-2003, 26-aug-2010). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the ectopic pregnancy with contraceptive device, device breakage, embedded device and abortion of ectopic pregnancy outcome was unknown and the device expulsion had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abortion of ectopic pregnancy, device breakage, device expulsion, ectopic pregnancy with contraceptive device and embedded device to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2010. Patient received treatment for events-migration. Date(s) of insertion: (B)(6) 2010 ( discrepancy noted as per pfs ). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. The previously reported event 'migration' was updated to 'migration of device: uterus' and event pt was updated and another event 'essure device embedded' were added and additional event 'abortion of ectopic pregnancy' was added. Pt corrected with ectopic pregnancy with essure micro insert and extra event pregnancy with essure micro insert was deleted. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy ('ectopic pregnancy'), device breakage ('breakage'), device dislocation ('migration') and pregnancy with contraceptive device ('pregnant') in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device (seriousness criterion medically significant) and experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the ectopic pregnancy, device breakage, device dislocation and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered device breakage, device dislocation, ectopic pregnancy and pregnancy with contraceptive device to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2010, (B)(6) 2010 patient received treatment for events-migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: not available. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received-event injury updated to breakage. New events migration, ectopic pregnancy, pregnant, device ineffective were added. Patient information and lab data were added. Incident. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.